Event description:
Rn was placing a peripheral IV, inserted needle, saw a flash and attempted to thread catheter. Met with resistance, adjusted and attempted to thread again. Resistance met, removed needle using needle retraction button, attempted to remove catheter. Met with some resistance, catheter removed, but not intact. An x-ray was taken, revealed approximately 7 mm of catheter in the antecubital vein. Attempted removal at bedside but catheter piece had migrated. Patient going to or and will be removed then.